Manufacturer narrative:
Pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected pump error 35 or pump error 63 noted during testing. However, pump error 63 alarm confirmed in the pump history due to cold solder joint on the keypad assembly. Force sensor board was inspected and no anomaly was noted. Unit was received with faded serial number label, scratched case, minor scratched lcd window, stained keypad overlay and damaged keypad overlay texture.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple pump error alarms. Blood glucose level at the time of the incident was 11 mmol/l. Customer stated they did a self-test on the device and got a pump error alarm. Customer states the device was not exposed to a high magnetic field. Customer mentioned that they were unable to rewind the insulin pump. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.